Manufacturer narrative:
(B)(4). Batch #: p9aa4f. Additional information was requested and the following was obtained: did the device activate without using the handle buttons or the pedals? Yes. What degree was the burn on the patient? The scald degree was 3 degree. What is the patients current health status? Recovered and discharged from the hospital. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: where did the burn occur on the patient? Is a photo of the burn available? How far into the procedure did the burn occur? Why does the customer believe the device activated on its own? Did they hear the tones from the generator? Did they see visually on the screen that the device was active? Did the device activate without pressing any activation buttons or the foot pedal? Can you confirm that the device was not connected to the foot switch when the issue occurred? Is a generator log available for review? How long was the device used for successfully in the procedure? What heat management techniques were used throughout the procedure? In the or field, was anything laid on top of the device when it was not in use can the time between the last usage of the device and when the burn was identified be provided? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the endoscopic thyroidectomy procedure was about an hour away, the physician put the device on the patient without any operation of the device (the foot switch didn't used). The device was automatically activated. This caused a burn on the skin on the patient. Then the physician treated the scalded skin and used sutures. The patient is currently discharged from hospital.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2021. Additional information was requested and the following was obtained: where did the burn occur on the patient? Belly. Is a photo of the burn available? Can't be provided. How far into the procedure did the burn occur? About one hour. Why does the customer believe the device activated on its own? Did they hear the tones from the generator? Did they see visually on the screen that the device was active? Found the screen was displayed activating. Did the device activate without pressing any activation buttons or the foot pedal? Yes. Can you confirm that the device was not connected to the foot switch when the issue occurred? Unable to confirm yet. Is a generator log available for review? The log was uploaded in attachment. How long was the device used for successfully in the procedure? Totally about 2 hours. What heat management techniques were used throughout the procedure? Treated the scalded skin and used sutures. In the or field, was anything laid on top of the device when it was not in use? Unknown. Can the time between the last usage of the device and when the burn was identified be provided? Unable to provided yet. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Due to the condition of the returned device, we were unable to test for the reported unintended thermal injury. No continuous activation were observed at any time during the testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.